Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained data spanning approximately 13 days ((B)(6) 2021 per the timestamp). The first events in the log file, captured on 26mar2021, are consistent with the initial set up of the controller, including setting the clock and installing the backup battery; the driveline was not connected at this time. A no external power alarm was captured on (B)(6) 2021 at 12:46:45 despite the black power cable being connected to the power module; the voltage on the black power cable was at its appropriate level at the time of the alarm. The white power cable was disconnected during the alarm. The next event in the log file, captured on (B)(6) 2021 at 12:46:56, showed both power cables being disconnected; the controller then appeared to be put into sleep mode 1 second later. The driveline was first connected to the controller on (B)(6) 2021 at 10:15:28; the pump was then shown to be operating above the low speed limit without issue for the remainder of the log file. No other notable alarms were active in the log file. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(4), was shipped to the customer on 23nov2020. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged for scheduled routine every 2 year equipment exchange. Log files from the newly programed controller showed power cable disconnect and no external power events on (B)(6) 2021 during power change. The event appeared to have resolved quickly following reconnection to a viable power source. Investigation revealed a no external power event that occurred despite the black power cable being connected to the power module.